Event description:
It was reported to boston scientific corporation that the corflo cubby low profile gastrostomy balloon replacement device did not inflate properly. According to the complainant, the device was replaced with another corflo cubby low profile gastrostomy device. There were no reported pt complications as a result from this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.